Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of above 600 mg/dl on an unknown date leading to diabetic ketoacidosis. Other relevant blood glucose value mentioned was 175 mg/dl. The customer did not allege that the insulin pump was under delivering. The customer was treated with IV drip. The customer was wearing the insulin pump within 48 hours of the event. The insulin pump will not be returned for analysis.